Manufacturer narrative:
E3-non health care professional; e2-no. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the rigid video scope had an e104 error (fog free function error). There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to regional service center (rsc) for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the distal end, the light guide bundle, and the light guide chipped; and component failure of the distal end of the video telescope. Based on the results of the investigation, and since the customer device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: physical impacts and similar damage caused additional scratches. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.